Event description:
It was reported that the doctor did an incision; however, it was not big enough when the intraocular lens (iol) was inserted into the patient's left eye, doctor did not like the way the lens unfolded. The issue was observed when inserting the lens into the eye. There were no other surgical or medical interventions required and no patient issues reported. Patient¿s outcome, status was reported to be fine. The lens will not be returned as it has been discarded. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.